Event description:
Boston scientific received information that this device and defibrillation lead displayed low shock impedance. Upon review of the daily measurements, no out of range measurements were noted. A technical service consultant was contacted and suggested non-invasive testing with pocket manipulation and isometrics. The consultant also discussed performing a maximum energy shock delivery to test the system. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Our company received additional information one month later that the patient with this device and right ventricular defibrillation lead was seen in the clinic and stable function was noted and the shock impedance was 47 ohms. Defibrillation threshold testing was performed and the patient will continue to be monitored. No adverse patient effects were reported.